Manufacturer narrative:
A second lot# of test strips, that was not included in the initial report, was returned on (B)(4) 2013 and evaluated. Contour test strips. Product information: model 7080g, lot# 2ec3a04, exp. Date 05/31/2014. Device manufacture date: 05/01/2012. PMA 510(k) 110587.

Manufacturer narrative:
Initial reporter address and phone were not provided.

Event description:
Advocate stated the customer ran blood glucose tests on both, the contour link and the contour next link. The readings were 99 and 188mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer